Event description:
It was reported that the right ventricular lead was capped and replaced on (B)(6) 2004 due to a capture anomaly. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.